Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) and implantable cardioverter defibrillator (ICD) have been oversensing noise for the past few months. The patient has received inappropriate anti-tachycardia pacing because of this. A trend of low out of range shock and pacing impedance measurements of 20 ohms and 200 ohms respectively were also noted. A revision procedure was performed and the physician noted an insulation break involving the rv lead. Part of the lead was removed and will be returned for analysis while the rest of it remains surgically abandoned in the patient. Afterwards, all measurements involving the ICD and new rv lead were acceptable. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the field allegations against this lead were confirmed. The lead was returned severed in two segments and detailed analysis noted insulation abrasions through to the distal and proximal lumens 75-85 millimeters from the terminal pin. Webbing damage between all three conductors was also observed and the morphology of the insulation breach was indicative of lead-on-can contact.